Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium result was user error. The tsc instructed the customer to replace the sample diluent bottle that was empty, prime the standard a reagent and determined that the customer was using a swinging bucket centrifuge and only spinning for 8 minutes versus the tube vendor recommended 10 minutes. The tube vendor recommends pulling 1100 -1300 g force for 10 minutes to get a clean sample. Siemens instructed the customer to follow the tube manufacturer's recommendations for proper centrifugation times and speed. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant low sodium (na) patient result was obtained on a dimension xpand plus with hm system. The discordant result was reported to the physician. The same sample was repeated on the same instrument and the corrected result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.